Event description:
--

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that indicates that the patient's right ventricular (rv) lead is a competitor's product. It was determined that the patient uses a hedge cutter and chainsaw on a regular bases. The patient was educated on the use of such device and will be evaluated on a regular bases. No further complications were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited periods of oversensing labeled as ventricular tachycardia (vt) with no corresponding activity of the electrogram. This episode occurred several years prior and was found when reviewing stored episodes. No inappropriate therapy was given. The patient was pacemaker dependent with a very slow escape rhythm. There were occasional duration of asystole greater than 2 seconds. This was an isolated occurence. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the strips and stated that it appears to be from an external source. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.